Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer was instructed by technical support to perform multiple procedures including disconnecting the tubing, adjusting connections, and delivering boluses. The customer replaced supplies and resumed insulin.